Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels between 830 and 840 mg/dl back in (B)(6) of 2010. The customer was vomiting due to gastroparesis as well. The customer stated that the cannula was bent when it was removed, but the insulin pump never gave her a no delivery alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.